Event description:
It was reported the patient suddenly lost stimulation sensation. The patient turned the device up to 10.5 volts but he could still not feel the stimulation. Reprogramming was attempted without success. Impedances were tested and were high (>3600 ohms). The patient was scheduled lead revision. The revision took place in 2008. No outcome was reported. Additional information has been requested.